Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a connecta wht 360deg valve tb 100cm experienced leakage during use. The following was reported by the initial reporter: "the customer informs that they have experienced an issue when giving IV infusion and connecta with ext. Tube attached. During preparation and priming of the infusion the connecta seemed normal. Only once the infusion to the patient had started the site of connecta's cap started leaking. The nurse tried to press the cap site that was leaking, but this did not help. All the connections were checked of the infusion and all were normally attached."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-06-29. H6: investigation summary: bd received a sample submitted for evaluation. The reported issue was confirmed since the sample failed our internal leakage testing. The cause of the failure has been linked to stations in our manufacturing process. Bd is currently working on improving our defect detection systems found in our manufacturing process in order to lower the chances of manufacturing defects in our products. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a connecta wht 360deg valve tb 100cm experienced leakage during use. The following was reported by the initial reporter: "the customer informs that they have experienced an issue when giving IV infusion and connecta with ext.tube attached. During preparation and priming of the infusion the connecta seemed normal. Only once the infusion to the patient had started the site of connecta's cap started leaking. The nurse tried to press the cap site that was leaking, but this did not help. All the connections were checked of the infusion and all were normally attached."